Event description:
It was reported that removal difficulty occurred, resulting in a prolonged procedure. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 70% stenosed target lesion was located in the non-tortuous and non-calcified mid to distal right coronary artery. A non-boston scientific (bsc) balloon catheter was advanced over a 190 cm samurai guidewire and inflated to 24 atmospheres. The balloon then became stuck to the guidewire and could not be removed. Deflation and reinflation attempts were performed; however, the issue was not resolved. As a result, the physician had to remove both the guidewire and balloon from the patient together, rather than removing only the balloon, which led to loss of guidewire position. Guidewire position was subsequently re-established, prolonging the procedure. The procedure was completed using a non-bsc guidewire. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review: the sourced finished medical device (sfmd) reviewed the risk document and found that the failure mode was within anticipated risk and did not represent a new or unanticipated event. Investigation conclusion: the product in question was not returned, and an investigation of the manufacturing records could not be conducted due to the lack of lot/batch details. Consequently, this investigation was unable to determine the cause of the event reported. Based off the sfmd findings and the review of the complaint, the event was most likely attributable to procedural factors, as the device was used after unpackaging and no damage was reported before use, procedural factors most likely caused the event, which aligns with boston scientific code adverse event related to procedure.

Event description:
It was reported that removal difficulty occurred, resulting in a prolonged procedure. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 70% stenosed target lesion was located in the non-tortuous and non-calcified mid to distal right coronary artery. A non-boston scientific (bsc) balloon catheter was advanced over a 190 cm samurai guidewire and inflated to 24 atmospheres. The balloon then became stuck to the guidewire and could not be removed. Deflation and reinflation attempts were performed; however, the issue was not resolved. As a result, the physician had to remove both the guidewire and balloon from the patient together, rather than removing only the balloon, which led to loss of guidewire position. Guidewire position was subsequently re-established, prolonging the procedure. The procedure was completed using a non-bsc guidewire. There were no patient complications, and the patient fully recovered.